Event description:
This supplemental report is being filed to provide additional information that the electrode has been explanted and replaced onto this chronic pulse generator. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. There were untreated episodes stored which had the same noise. The device sensing vector was programmed to the alternate vector at the time of the shock. Technical services discussed some testing to do for myopotential or electromagnetic noise. The sensing vector has now been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. There were untreated episodes stored which had the same noise. The device sensing vector was programmed to the alternate vector at the time of the shock. Technical services discussed some testing to do for myopotential or electromagnetic noise. The sensing vector has now been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.